Event description:
Additional information was received. It was reported irritation, redness and swelling associated with the explanted device. If additional information becomes available, a report will be provided.

Event description:
It was reported that the patient was to undergo a pocket revision. The patient frequently experienced red and inflamed skin at the pump pocket, which the healthcare provider (hcp) indicated had been occurring since 1997. The hcp planned to do a pocket revision and move the pocket to the other side of the abdomen. The hcp planned to replace the pump at the same time that the pocket revision was done, even though there was no pump issue. The pump had 2 years of longevity left but due to the patient's skin sensitivity, it was preferred by the patient and hcp to do everything at once. The patient's catheter dislodgment was to be revised at the same time also (see manufacturer report # 6000030-2012-00202) the pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had received an allergy kit and was awaiting test results. The results were expected the following week. It was reported that the patient¿s allergy started over 2 years prior to the report. When the pump was replaced and the pump site was changed, cultures were taken and showed no infection so it was presumed that it must be some kind of allergy. The reporter noted that the rash started when the patient received the synchromed ii pump.

Manufacturer narrative:
Product ID 8731sc, lot#/serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information indicates prior device information was incorrect. Product ID 8731sc, lot# 0204306502, product type catheter. (B)(4). The manufacturing site ID was previously reported as #6000030. Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
It was further reported that this patient¿s lioresal was increased from (B)(6) 2012 to (B)(6) 2012. His dose was 649 and was slowly increased throughout those months up to 1,033 when he had the pump relocated. The patient had flaccid legs and abdominal spasms. Reportedly, the patient ¿went into dialysis.¿ the patient had thought he was going into withdrawals "probably" from his oral medication as he was self-medicating himself. The patient would sleep for 12-24 hours and not remember how much he had taken and then ¿overdosing and underdosing.¿ the patient was finally hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This event was previously reported under this manufacturer report # 6000030-2012-00203 001, however, was found to be related to information contained in manufacturer report #3007566237-2011-08486. The following event information will therefore be contained in manufacturer report #3007566237-2011-08486: it was further reported that the patient had flaccid legs and abdominal spasms. Reportedly, the patient ¿went into dialysis.¿ the patient had thought he was going into withdrawals probably from his oral medication as he was self-medicating himself. The patient would sleep for 12-24 hours and not remember how much he had taken and then ¿overdosing and underdosing.¿ the patient was finally hospitalized.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
Additional information was received. It was reported that the pump pocket was relocated from the patient's left side of the abdomen to the right. At that time, the original pump was replaced, but the original catheter remained in place as it was long enough to reach the new pocket. It was noted that a culture was taken from the left pocket, but there were no organisms found. It was reported that, prior to the surgery, the patient had been having a slight increase in spasms due to discomfort at the pump site. However, at the time of report, the patient was "good" and was receiving effective therapy.

Manufacturer narrative:
(B)(4).